Manufacturer narrative:
(B)(4). The incident sample has been requested but to date has not been received for evaluation. If the sample is received or if additional information pertinent to the incident is obtained a follow up report will be submitted.

Event description:
The customer reported that the device did not seal completely even though and end tone, indicating a completed seal cycle, was heard. No tissue damage. Minimal bleeding-oozing noted at seal site. No patient injury.

Manufacturer narrative:
(B)(4).